Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt's trunk cable was pulled from the strain relief and missing. The pulled cable damaged the trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.